Event description:
A female consumer reported an event with band aid brand bandages waterblock flex adhesive cover. She used the product to cover a small healing cut on her leg ((B)(6) 2023), so that she could swim. When she removed the product ((B)(6) 2023), it took a huge chunk of skin with it (separate from the original wound) which was super painful and bleeding took an hour to stop. The wound also became infected. She went to the doctor twice, where she was prescribed 7 days of unknown antibiotics. The antibiotics made her sick and she was not able to swim due to doctor¿s orders. She also used mupirocin and a dressing to treat the wound. The wound is still not healed.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A4, a5: patient weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band aid brand bandages waterblock flex adhesive cover 6ct USA 381371190621 381371190621usa 381371190621usa, lot number 0143b. D4: UDI #:(B)(4). Upc # (B)(4). Lot number #: 0143b. Expiration date: na. D10: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on january 14, 2023. H6: health effect clinical code: e1721 also refers to consumer alleged about "took huge chunk of skin, large piece of skin ripped off subsumed pain and bleeding;. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.